Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated starting 3 weeks to a month prior to the call, all their programs had somehow turned off to 0v, however pt was still feeling a sensation/vibration constantly; 24/7 and they didn't know how to make it stop, like something had disconnected. Pt said they had noticed the ins on (lightning bolt symbol) on the patient programmer (pp). Pt reported they were on group a during the call with group adjust display on the bottom. Pt went through all the parameters and all the programs were set at 0v and the rate was 55, but pt confirmed they were still feeling the sensation they had been feeling recently. Pt then tried group b, and again all programs were at 0v and rate was "2", but still felt the sensation. Pt then turned stimulation off and said it didn't seem to be giving the sensation anymore when off. Pt said they had done what we had done during the call prior to calling, but wasn't able to get stimulation to work like normal yet. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt said they can't see any doctor's for their ins right now because with covid their workman's comp was in limbo. Pss emailed field team in pt's area.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They still thought they could feel slight stimulation and they saw the lightning bolt on their programmer. Agent was able to get pt to turn on MRI mode pt was unsure if they could still feel stimulation or not.

Event description:
Additional information from the patient indicated that no contributing factors were known. They stated that they did not hear back from the hcp. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.